Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation, the physician did a laparoscopy for a scheduled tubal sterilization. He noted "an oval area of burn 4cm x 2cm on the fundus" of the uterus. No treatment was needed and the pt was discharged home. On (B)(6) 2010, the physician reported the pt is "doing fine".